Event description:
Customer reported the insulin pump alarmed sensor error and calibration errors. Troubleshooting was performed. Customer's blood glucose level was 222 mg/dl. Alarms were explained and verified. Sensor was inserted on (B)(6) 2014 on the lower right of the abdomen below the abdomen, appears fully inserted and flat on skin. Isig value is 1.8, explained causes. Customers insertion and taping technique was reviewed, appears normal. Customer is unable to load data to carelink. Customer inspected transmitter and did test plug test, device passed. Customer removed sensor and noted it was bent. Customer was advised to never treat based on sensor glucose levels. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.